Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. It was noted that the implantable cardiac defibrillator went into backup mode. The device was successfully reprogrammed and restored. The patient was stable at all times.